Manufacturer narrative:
Image analysis one still image was provided for analysis the image provided shows a phone captured image of a power point presentation showing a deformed stent in the left iliofemoral vessel, with a contrast inflated balloon inside the stent." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a venous congress, a clinical case was presented describing the rupture of an abre stent at the ileofemoral vein level. The abre stent was implanted in the patient in 2020. The patient used to have high physical activity levels and used to lift heavy weights at the gym every day. In 2025 the patient experienced the onset of pain in the left lower limb and was hospitalized. It was noted that stent deformation occurred in vivo post-deployment, and the stent broke. The patient was treated with a stent-in-stent technique, involving the implantation of a non-medtronic stent and an ivc filter for a floating clot in the contralateral iliac vein and distal cava. The patient is now safe. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: ivus assisted intrastet venoplasty (in the left ileofemoral vein) + iliofemoral stenting: during this procedure, a temporary caval filter was utilized; intraoperative analysis showed stent¿s fracture in the left iliofemoral space at the level of the inguinal ligament with an extensive thrombosis in the same region and the involvement of the iliac confluency; fluctuant thrombus was present in the inferior vena cava (this condition lead to use a caval filter); a braided stent was used at the level of the stent fracture medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: 7-14 days before the procedures the patient felt acute pain. The implant date was (B)(6) 2025. There were no patient symptoms or complications associated with this event (both intraoperative and postoperative). The broken stent was clearly visible using ivus but there was not evidence of damaged vessel/bleeding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.